Event description:
The customer reported that a group ab sample tested during ortho provue demonstration failed to react in the anti-b microtube using mts a/b/d monoclonal and reverse grouping card lot # 042806037-19.

Manufacturer narrative:
Samples were not submitted for investigation. Customer's complaint was not confirmed. No definitive root cause was determined for the negative reactivity observed in the anti-b microtube. Incident is most likely sample related. Gel card malfunction could not be ruled out as a contributing factor. The provue functioned as expected by correctly interpreting the negative results in agreement with the gel card. Therefore, instrument malfunction was ruled out. Labeling for the anti-a , anti-b, anti-a, b gel cards cautions the sure as follows: some weak subgroups of the a and b antigens may not be detected by the anti-a and anti-b gel reagents. The use of the anti-a, b card may better detect these weak antigens. It is expected that some very rare weak examples of the a and b antigen will not be detected by gel card containing anti-a and anti-a, b. Suppressed or diminished expression of certain blood group antigens may give rise to false negative reactions. For this reason, caution should always be exercised when assigning the abo type. A false negative result in forward typing may lead to the misclassification of a patient's abo group. This has the potential to lead to transfusion of incompatible blood with risk of death up to 10%. Since the likelihood of serious injury due to incompatible abo transfusion is not remote, this incidence is reportable.